Event description:
Blood was observed in the gas shuttle line. The surgeon was notified and intra-aortic balloon pump was discontinued and the intra aortic balloon was removed. No second intra aortic balloon was inserted and the pt is doing fine without intra-aortic balloon pump support. On 6/4/98, datascope also rec'd the mandatory medwatch form from the dist. Event complications: none from the event - reported 6/4/1998. Pt's current status: fine - 6/4/1998.